Manufacturer narrative:
Insulin pump was received in with a loose drive support disk, cracked case, cracked reesrevoir tube lip, scratched lcd windwo, cracked battery tube threads and missing end cap sticker. The device passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. No motor error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was hospitalized in intensive care unit due to high blood glucose and dka. Customer stated that the blood glucose reading was 648 mg/dl at the time of hospitalization. Customer stated that his insulin pump alarmed motor error during priming. Nothing further was reported.